Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site to replace the pistons for the instrument top cover. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
The operator of an advia centaur xp analyzer was peforming routine work when the top cover of the analyzer fell down and hit him on the head. The customer sought medical attention for a cut to the back of the head. The cut was cleaned and bandaged. The operator returned to work the next day. There were no reports of adverse health consequences due to the analyzer lid falling down and hitting the operator on the head.